Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "exchange from textured to smooth breast."

Event description:
Patient reported right side swelling, pain, cramping, fatigue and exchange from textured to smooth breast. Healthcare professional later reported a capsular contracture baker grade IV. The event of fatigue is not device related. The device remains implanted.